Event description:
Boston scientific received information that during device change-out, pacing stopped when this pacemaker was taken out of the pocket and resumed when put back in. The patient had an off-label bi-ventricular set-up where the left ventricular (lv) lead was plugged into the right atrial (ra) port. Boston scientific technical services (ts) discussed that sensing was in unipolar; thus, it could have oversensed noise when the device was taken out of the pocket. Additional information received that patient is a pacer dependent and oversensing led to pacing inhibition of greater than 2 seconds of asystole. New device was implanted successfully. The lv and rv leads remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.